Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the pocket site. The pocket site was relocated to the patient's belly and the patient was reportedly doing well.